Event description:
Bone quality at the time of implant failure is unknown. Time of loss in relation to the implantation was before prostatic restoration. Primary stability and osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.